Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's muffler assembly was replaced to address the issue. Additionally, the connection cover, flow sensor assembly, blower assembly, air inlet foam filter, and particulate filter which were unrelated to the reportable malfunction and replaced preventatively. The device was cleaned and passed final test, battery check, valve check, and run in tests.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's muffler assembly was replaced to address the issue. The product investigation lab (pil) received the trilogy evo muffler assembly with the allegation of failing leak verification testing during service. Pil installed the trilogy evo muffler assembly on the trilogy evo stb and then tested the muffler on the pil trilogy evo multifunctional test station for leak verification and passed all testing. Pil concluded that the trilogy evo muffler assembly operates as designed. The trilogy evo muffler assembly has been scrapped. There were no additional findings.